Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem has been confirmed. Upon eval, it was discovered that the battery pack had one or more dead cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.

Event description:
Zoll lifecor customer support was reviewing a (B)(6) male pt's download and discovered numerous "battery pack faults" occurring on the same battery. Support contacted the pt to retrieve the suspect battery. The pt was provided with a replacement battery pack.